Manufacturer narrative:
Investigation results: an evaluation was performed on the returned sample cartridge which included a functional and leak test. The cartridge received was inspected and leak tested and met all requirements. The extension was then inspected and was found to have a male luer connector with deformed threads. The connector was from cavity 7, of the mold. The deformation was consistent with deformed threads observed on previous complaints. The probable root cause is related to supplier- defective component. The root cause of this failure is tracked under scar-1507.

Event description:
Supplier - defective component leakage when connected to stopcock. Not able to screw luer properly. Users changed to a new cartridge and the problem was solved. Neither patient injury nor medical intervention has been reported.